Event description:
Procedure: tonsilectomy/t & a. Reportedly, the patient ended up with burn on their tongue that showed up the day after surgery. Patient had to be admitted for fluids because she wouldn't eat. The burn did not show up until after surgery was done. Patient progress reports states that the patient is in good condition and is well.